Event description:
It was reported that when the patient presented in clinic far p-wave oversensing was observed. The device was reprogrammed. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.